Event description:
The following information was provided: the patient reported: I underwent surgery on my left hip nine years ago. Just over six months ago, I went to my doctor with many complaints due to pain in my groin, and I was referred for imaging. The radiologist told me that it was muscle pain, which would resolve on its own with physiotherapy. One month later, the pain had become so severe that, after weeks of being unable to sleep, I requested a second opinion. This orthopedic surgeon immediately saw that the prosthesis was broken. He also told me that I would only be able to receive a new hip prosthesis and undergo surgery after four weeks due to their busy schedule. After four weeks, I called myself, only to be told that they had forgotten to schedule me. Another three weeks later, I was able to undergo surgery in between other operations, and I had a complicated procedure because the lower part was very difficult to remove. The bone was still intact, but the prosthesis had broken in the middle. As a result, I did not sleep for three months before the surgery due to the pain, because the upper part had come loose and was rotating inside the bone. After the surgery, I asked the orthopedic surgeon about the prosthesis and its supplier, because I did not understand how a prosthesis could break while the bone was still completely intact. The prosthesis was examined, and it appeared that there was a large air bubble at the fracture line. As a result, the strength of the prosthesis was no longer what it should have been or ever had been. I have had rheumatoid arthritis and osteoarthritis for eight years, which means I move very little and do not participate in sports that could have caused stress on my hip. Now, three months after the surgery, I am still walking on crutches because the operation did not go as it should have. They have come up with solutions to achieve the best possible result; among other things, my left leg has become 2.5 cm longer, with many consequences for my muscles. My right knee is now also 2.5 cm higher than the left knee due to a 2.5 cm lift under my right shoe, which is already causing problems in my knees.